Manufacturer narrative:
Additional information: annex a: a0401. Annex g: g0405206. Annex c: c07. Annex d: d15.

Event description:
It was reported that the device had noisy motor and stopped infusing. There was patient involvement but no patient harm.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf a, g, b, c & d codes, manufacturer narrative omit: a0508 - noise, audible (3273), g04090 - motor(s), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had noisy motor and stopped infusing. There was patient involvement but no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had noisy motor and stopped infusing. There was patient involvement but no patient harm.